Event description:
A phone call was made to the customer to follow up on a previous call he made for high blood glucose levels. The customer stated that he went to the emergency room due to high blood glucose levels. The customer did not recall the blood glucose reading at the time of the event. The customer had no further information regarding the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.